Manufacturer narrative:
The technician found liquid in the latch mechanism causing the latch to stay open. The technician cleaned the siderail latch assembly to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.